Event description:
It was reported that during an unknown procedure they had fired a white gst60 reloads on ech60l, first & second loaded fine, the 3rd load wouldn¿t load. No staple in the way, cleaned properly. They couldn¿t get the reload to fit or be pushed down the track. Would not slide back at all. They kept the gun, unfortunately not the reload. They interrupted the case to go pull new gun and reload. Was not recognizing the lot number when putting info in system, which is c9dn4t. The procedure was delayed by five minutes. The procedure was completed successfully with no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent 10/23/2024. D4 batch #c9dg17. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9dg17, and no non-conformances related to the reported complaint condition were identified.